Manufacturer narrative:
Batch review performed on 08 july 2021: lot 2005002: (B)(4) items manufactured and released on 29-july-2020. Expiration date: 2025-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other deice involved: batch review performed on 08 july 2021: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot 2001862: (B)(4) items manufactured and released on 01-july-2020. Expiration date: 2025-06-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2020. On (B)(6) 2020, the patient came in reporting pain due to a fracture that was cause from falling. The surgeon cabled the fracture and revised the stem, head, and liner. The surgery was completed successfully. Presently, on (B)(6) 2021, the patient came in reporting pain due to a leg length discrepancy. The cause of the leg length discrepancy is unknown. The surgeon revised the medacta head and liner. The surgery was completed successfully.